Event description:
It was reported the right ventricular (rv) lead had a high sensing integrity counter, noise on the rv tip/rv ring configuration and decreased r-wave sensing. Also the right atrial (ra) lead was not working properly and had previously been inactivated by programming. There was a patient alert for the ra lead having high pacing impedance. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the defibrillation coil was distorted. There was blood/body fluid on several conductors (not obstructed). The outer insulation was breached cut and there was a white substance on it. There was blood in/on the helix mechanism. (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the distal and proximal conductors (not obstructed). Also the outer insulation was kinked/buckled, there was a white substance on it and it had a cosmetic depression. There was blood in/on the helix mechanism and the lead was stretched.